Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls were within acceptable range. The ccc specialist reviewed the instrument data and determined that the initial glu results for both patient samples were flagged with abnormal assay. The instrument data also indicated errors associated with sample mixer issue. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods and replaced the sample 1 (s1) mixer. The cse aligned the s1, ran system check, service methods, and quality control. As per dimension vista operator's guide, "results flagged with abnormal assay cannot be reported to the physician(s)." The ccc specialist notified the customer to follow the instructions from the operator's guide for results flagged with abnormal assay. The cause of the flagged results being reported to the physician(s) was due to the use error. The cause of the discordant, falsely low glu results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low glucose (glu) results were obtained on patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The results obtained on the alternate dimension vista instrument were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low glucose results.